Manufacturer narrative:
A f/u report will be submitted when the investigation is complete. (B)(4).

Event description:
Customer reports that the system administrator was able to view rejected images on the ra1000 system outside their radiology information system (ris) workflow. Rejected images should not be viewable when opening studies on the ra1000. There was no reported pt injury associated with this event.